Event description:
On (B)(6) 2010, pt reported, the piston rod on her infusion device was getting stuck. Pt stated, the plunger is not stuck on the piston rod. Pt reported, the piston rod will rewind half way and then stop. Pt stated it will stop in the middle; it will not run by itself all the way down. Pt reported when this happens, the piston rod makes a grinding noise. Pt stated, the noise is heard when the piston rod is returning and when it gets stuck. Pt reported, there has not been insulin spilled inside of the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.